Event description:
It was reported that the fiber was ¿backflashing a lot during procedure without any signs of prostate calculi or seeds until eventually the tip broke off.¿ the physician retrieved the tip with graspers. Gland volume 45 ml. 177,603 joules. Time expended 18 minutes. The procedure was completed using a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture proximal to fiber/cap fusion zone, near the metal cap open end; the glass cap and metal cap were detached and not returned; the outer flow tube exhibited signs of damage/melting at the open end location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.